Manufacturer narrative:
The investigation has determined that a higher than expected vitros tropi es result was obtained from a single patient sample, and lower than expected results were obtained using three levels of a non-vitros cliniqa quality control fluid when tested using vitros tropi es reagent lot 3790 on a vitros 5600 integrated system. A definitive cause of the higher than expected vitros tropi es patient sample result and the lower than expected qc results was not determined. Based on historical quality control results, a vitros tropi es lot 3790 reagent issue cannot be ruled out as a contributor to the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3790 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3790. An instrument issue cannot be completely ruled out as a contributor to the event, as no precision testing was performed at the time of the event to verify the performance of the vitros 5600 integrated system. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor as it was not established whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The customer reported a higher than expected vitros immunodiagnostic products troponin I es result obtained from a single patient sample, and lower than expected results were obtained using three levels of a non-vitros cliniqa quality control fluid when tested using vitros tropi es reagent lot 3790 on a vitros 5600 integrated system. Patient sample 1 vitros tropi es lot 3790 results of 0.285 ng/ml versus the expected result of 0.016 ng/ml. Cliniqa cardiac marker qc l1 result of 0.012 ng/ml vs expected result of 0.079 ng/ml. Cliniqa cardiac marker qc l2 result of 0.012 ng/ml vs expected result of 0.389 ng/ml. Cliniqa cardiac marker qc l3 result of 0.012 ng/ml vs expected result of 5.97 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the higher than expected vitros tropi es result. A corrected report was later issued for the sample. The lower than expected results occurred on a quality control fluids. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).